Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2316-50, serial #:(B)(4), description: infinion 1x16 perc lead kit-50 cm; model #: sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit (30 cm).

Event description:
A report was received that the patient was noted with several contacts that were not functioning. This was believed to be likely due to issues with the splitters. The patient will undergo a revision procedure wherein the physician planned to disconnect the patient's previous splitters and ipg and to test the stimulator leads directly. If all contacts were functional then the physician will only half to replace the splitters. The devices will be implanted in such a way that there will be less stress placed on them. If the patient is found to have abnormal contacts on the leads directly then they will be replaced with new leads. The patient should also be able to salvage the generator.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the leads and splitters were replaced. Device malfunction was suspected with the leads because there were multiple contacts out after the splitters were removed and the or cables were connected. The ipg was functioning properly. The patient was doing well post operatively. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was noted with several contacts that were not functioning. This was believed to be likely due to issues with the splitters. The patient will undergo a revision procedure wherein the physician planned to disconnect the patient's previous splitters and ipg and to test the stimulator leads directly. If all contacts were functional then the physician will only half to replace the splitters. The devices will be implanted in such a way that there will be less stress placed on them. If the patient is found to have abnormal contacts on the leads directly then they will be replaced with new leads. The patient should also be able to salvage the generator.